Event description:
According to the information there was vaginal discharge, positive cultures. Additional information received indicated that there was mesh exposure treated by left hemiexcision of mesh through groin dissection.